Manufacturer narrative:
H6: b22 and c20 ¿ product history review could not be performed as the serial# is not available. According to the gore® dryseal flex introducer sheath instructions for use, adverse events that may occur and / or require intervention include vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on october 26, 2023, this patient underwent an endovascular procedure for an abdominal aortic aneurysm using gore® dryseal flex introducer sheath (sheath). After all stent grafts were implanted, the final angiography confirmed a dissection at the left external iliac artery. It was unknown when exactly the dissection occurred during the procedure. However, since a 12-fr sheath were delivered from the left femoral artery for stent grafts placement, it was considered possible that the sheath caused the dissection. There was no difficulty or resistance when inserting the sheath. As a treatment, a bare metal stent, epic¿ self-expanding nitinol stent system (boston scientific corporation), was placed at the dissected area. After performing touch-up ballooning within the epic stent using a mustang¿ balloon dilatation catheter (boston scientific corporation), another angiography performed. It was confirmed that the left external iliac artery had ruptured. A gore® viabahn® endoprosthesis was then implanted at the left common iliac artery through the left external iliac artery to treat the rupture, covering the left internal iliac artery. The patient tolerated the procedure. It was reported that the patient¿s access vessel was narrow. There was no tortuosity/calcification or any other anatomical issues reported. The exact diameter of the dissected area is unknown. Upon review of case diagram, measurements for the left external iliac artery measured between 4.2 and 5.8mm. Per the dryseal flex introducer sheath IFU, the outer diameter of a 12fr dryseal sheath is 4.7mm. Captured 6000-c due to the patient¿s access vessel being narrow.